Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. It was noticed that axis 5 and axis 7 were derailed causing engagement issues. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer reported that they had issues engaging instruments on universal surgical manipulator (usm) 1 and that they were getting multiple recoverable errors. The technical service engineer (tse) explained that it looked like there were some associated errors with usm 1 and one of the switches. The customer said that they would disable usm 1 and used usm 3 to continue the surgery. The customer called back and reported that when they undraped usm 1, there was a cable sticking out of the usm. The procedure was completed with no reported injury.